Manufacturer narrative:
Our quality engineer inspected the 6 photos submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos and 2 physical samples submitted for evaluation. The reported issue of tubing defective / damaged was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that the pinch clamp mark on the tube was observed. However, when the clamp is not activated, the tube regains its shape allowing fluid to pass through without obstruction. A flow test was performed to visualize the flow of liquid through the tube and the flow rate was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in global tubing was defective / damaged ¿after clamping the extension tube on nexiva diffusics, the extension tube does not open properly again, and therefore it cannot be flushed with either saline or CT contrast. Thy remove it. When did the incident occur? During use.